Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was discovered by a getinge fst during routine check that the cardiosave intra-aortic balloon pump (iabp) is shutting off once it is placed into cart, will not power up properly, alarms, and remains in loading stage. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d4 (UDI), d8, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation finding, component code, investigation conclusion), h11. A getinge field service engineer (fse) confirmed unit would not power up properly when pushed into cart. Unit would boot up and remain in loading stage then alarm would sound off and unit would shut down. During system check it was found that unit had multiple error codes pointing to an issue with the power management board and executive processor board. Fse replaced the power management board and executive processor board and unit was able to slide into cart and power up as usual with no failures. Fse verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer. There was no patient involvement and no harm reported failure the failure analysis and testing dept. Received the following parts associated with this complaint part power management and part exec processor these parts were received with a reported unit failure of,the unit is shutting off once the unit is placed into the cart. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition.the failure analysis and testing dept. Installed part power management, rohs into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r.the fat dept. Could not replicate the failure of the unit shutting off once it was placed in the cart. Part power management, rohs passed testing. The fat dept. Proceeded to install part, exec into the cardiosave test fixture and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r.the fat dept. Could not replicate the failure of the unit shutting off once it was placed in the cart. Part exec processor passed testing. Part power management, rohs and pcb, exec processor passed testing. Sending the 0670-00-0770 pcb, to the supplier per procedure number 0002 07-d008 rev.ar.retaining the 0670-00-1162 in the fat per procedure number 0002-07-d008 rev.ar.failure analysis received from the supplier for 0670-00-0770. Please see attachment. They stated the part passed with no issues. Probable root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. As.